Event description:
It was reported that during either a laparoscopic cholecystectomy or a hernia procedure, the trocar was leaking carbon dioxide around the stopcock or around the seal in the port of the cannula, requiring the use of more gas. It was not clear whether an instrument was inserted into the cannula when the device was leaking. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. There were no loose pieces, nor were there any cracks along the surface or seams. The device was leak tested on two separate testers and met all current leak test criteria.